Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose of 429 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose. However, customer was treated with insulin pump. Customer declined to troubleshoot for high blood glucose level. The product will not be returned for analysis.